Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) year old male patient contacted zoll customer support to report an irritation on his back under the tactile alarm. The area was red, swollen, and sore "with a small hole." Zoll customer support suggested hydrocortisone cream or cornstarch and leaving the device off for an hour per day to let his skin dry. Zoll customer support also suggested that the patient see a dermatologist. The patient saw a dermatologist on (B)(6) 2012. No additional follow-up documented.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.